Manufacturer narrative:
The reported event of high impedance on all wires was not confirmed. The returned octrode lead passed all electrical testing except one wire, consistent with explant damage. No root cause was identified for reported event.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing indicated invalid impedance on multiple contacts of the lead. X-ray showed that there is a kink in the lead. Surgery occurred to explant and replace the lead to address the issue.